Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 3 unrelated surgeries and after the second one on (B)(6) 2018, they had started back not being able to hold their urine and wearing diapers. The patient noted that they did not have a problem after the first surgery. The patient stated that their healthcare provider told them to change the program. The patient was able to successfully change programs on the call and would try to see if it worked with their symptoms return. It was noted that troubleshooting resolved the reported issue and the patient was redirected to their healthcare provider. No further complications were reported.